Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2011-05846. Same patient as MDR ID#: 2134265-2011-02525, 2134265-2011-02526, 2134265-2011-05561 and 2134265-2011-05562. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced angina. The patient presented due to stable angina. The first 80% stenosed and 20mm long target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.25mm. The first target lesion was treated with pre-dilation and placement of a 2.25x12mm taxus liberte stent, resulting in 10% residual stenosis following post-dilation. The second 90% stenosed and 12mm long target lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3.0mm. The second target lesion was treated with direct stent placement using a 3.0x16mm taxus liberte stent, resulting in 10% residual stenosis following post dilation. The physician also treated lesions in the proximal left anterior descending (lad) artery and the mid lad with placement of overlapping unknown manufacturer's drug eluting stents as well as placement of an unknown manufacturer's drug eluting stent in the left main coronary artery (lmca) to the lad. The patient was discharged two days later on aspirin and prasugrel. (B)(6) 2011 - the patient presented due to recurrent and accelerating angina. Coronary angiography revealed 90% focal in-stent restenosis of the 3.0x16mm taxus liberte stent previously deployed in the proximal lcx. The physician treated the in-stent restenosis by advancing wires down the lad and the lcx before using an unknown manufacturer's 3.5mm balloon to pre-dilate the proximal lcx. The physician unsuccessfully attempted to advance a 3.5x12mm promus stent to the lcx, and then unsuccessfully attempted to advance a 2.5x12mm non-bsc stent to the lcx. Then the physician advanced a wire through the struts of the previously placed stent in the lcx which "allowed for double wiring of the lcx." Then the physician placed a 2.5x15mm non-bsc stent to address the in-stent restenotic area, resulting in 10% residual stenosis following post-dilation. Next the physician placed an unknown manufacturer's 3.5mm non-compliant balloon in the mid lad and an unknown manufacturer's non-compliant balloon in the lcx for inflation, resulting in less than 10% residual stenosis and timi iii flow. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel the following day.